Event description:
I used the ellume home covid test because I had viral symptoms and it came back positive. I am a physician and then got a pcr test and it was negative. Before returning to work I got a second pcr test the next day and again it was negative. FDA safety report ID# (B)(4).